Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia also reported a difference in sensor glucose and blood glucose readings, received sensor update alerts and issue with infusion set tape sticking. The customer blood glucose was 340 mg/dl and the sensor glucose value were 195 mg/dl at the time of incident. The customer was treated with insulin pump. The event involved product(s) mmt-431ag, mmt-342g, mmt-1884, mmt-7040a. Troubleshooting was performed and found the difference between sensor glucose and blood glucose values which is not within range. Insulin delivery was not suspended due to difference. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-431ag. No product return is required for an mmt-1884. No product return is required for mmt-332a. No product return is required for an mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.